Event description:
Review article of the recent developments in the management of in-stent restenosis. This review presents the rational and clinical evidence for utilizing oct-guided therapies for the treatment of isr for pad using da and dcb devices. Total of 8 studies referenced in this review as per below which meet the inclusion criteria. The talon registry, a database of 601 patients treated with the silverhawk da device, reported 10% tlr at 6 months, 20% tlr at 12 mo nths, and primary patency of 80% at 12 months. The definitive le trial evaluated 799 patients treated under angiographic guidance with the silverhawk and turbohawk da systems and reported technical success (reduction in residual stenosis <(><<)>50%) of 74.9% with 12-month primary patency of 78% for all lesions and 65% in the cto cohort. Safety endpoint examination reveals 2.3% dissection and 5.3% perforation rates. Several clinical studies have evaluated direct atherectomy devices for the treatment of isr lesions. In 2004, zeller et al. Reported the early and 6-month results after atherectomy of femoropopliteal lesions using the silverhawk atherectomy catheter. The 71 femoropopliteal stenosis were grouped for analysis per pathology: 30 (42%) primary stenosis, 27 (38%) native vessel restenosis, and 14 (20%) isr. The overall mean lesion length was 48±64 mm, however the mean lesion length of the isr was nearly twice as long as the other groups. Acute results following atherectomy and additional therapy were identical for the three groups (mean residual stenosis under 15%). Restenosis rates after 6 months were higher for restenotic (41%) and isr (36%) lesions as compared to native lesions (27%), although the difference was not statistically significant. In 2006 zeller et al. Evaluated the long-term results after directional atherectomy using the silverhawk device in 84 patients (131 lesions) with peripheral occlusive disease at a single center. Subjects were categorized into 3 groups by lesion type; de novo lesions (34%), native vessel restenosis (33%), and isr (33%). Mean lesion length was 43±54 mm, 105±122 mm, and 131±111 mm in de novo, restenotic and isr lesions, respectively. None of the procedural data differed significantly between groups. Primary patency, was achieved in 84%, 54%, and 54% at 12 months (p=0.002) of native, restenotic and isr lesions, respectively. The tlr rate at 12 months in native, restenotic and isr lesions was 16%, 44%, and 47%, respectively. As detailed in pe (B)(4), trentmann et al.(2010) reported the safety and efficacy results of directional atherectomy with the silverhawk device as first-line treatmentfor isr of the femoropopliteal artery. In this study, 35 femoropopliteal lesions (33 patients) were primarily treated with directional atherectomy. Mean lesion length was 108±102 mm. Treatment success with atherectomy alone was achieved in 86% with additional pta (43%) success increased to 97%. Adjunctive stent implantation was necessary in 11% of the cases. The rate of major complication was18%. Target lesion patency at 3, 6 and 12 months was 86.2%, 68% and 25%, respectively. Shammas et al.(2012) reported a retrospective analysis from a single center on the safety and outcomes of silverhawk atherectomy in the treatment of isr of the femoropopliteal arteries. A total of 41 consecutive patients were followed for a mean of 331.63 days. Bailout stenting was 24.4%. Acute procedural success (<(><<)>30% angiographic residual narrowing) occurred in 100% of patients. Compared to baseline, abi at 1 month significantly improved to 0.91±0.19 (p<(><<)>0.05) but was not statistically different at 1 year (0.61±0.28). The respective, tlr and target-vessel revascularization were 31.7% and 34.1%. Currently the instructions for use (IFU) for silverhawk atherectomy device (medtronic inc. (B)(4)) include contraindication for the treatment of isr in femoral popliteal arteries because of the potential risk of cutter entrapment on the stent. It is reported that the freedom from tlr at 12 months with in.pact admiral dcb was reported ranging at 87% to 92.1% at 12 months, with primary patency at 12 months ranging from 80.5% and 88.7% as described in the in.pact sfa global registry which followed-up on 1406 patients treated with in.pact admiral dcb, the debate-isr study which evaluated 44 all-comers diabetic patients with femoropopliteal isr undergoing treatment with paclitaxel-eluting balloons (in.pact admiral dcb) a 3-year follow of the debate-isr study also reported on a ¿catch up phenomena¿ for the dcb group with no longer significant differences in terms of freedom from tlr between the groups: the rate of tlr at 3-year follow-up was 40% in the dcb group vs. 43% in the ba group (p=0.8). It is concluded that the introduction of real-time oct imaging combined with directional atherectomy offers superior procedural precision and optimal plaque removal when treating isr lesions.